Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in use on a patient at the time of the event. The manufacturer received and evaluated the device. During preventative maintenance, an observation was made that since scratches were confirmed, front enclosure was replaced. The repair test failed, and the interface board was replaced to address the issue. In addition to the above, the pollen filter was replaced. The final test was performed, and the device was found to perform to specifications. The final test was performed, and the device was found to perform to specifications.